Event description:
It was reported that a foam pad used in the extremity coil on an mr system caught on fire during a scan. The wrong coil was selected during the exam causing the coil to heat up. The hcp did not give the pt the pt alert bulb used to alert the operator if they are distressed. The hcp was also not paying attentiion to the pt during the scan. The horizon reference manual states to select the proper coil being used, to give and instruct the pt in the use of the pt alert bulb, and to routinely observe the pt during the exam. The pt was not injured.